Event description:
It was reported that the compressor contaminated the connected ventilator's air module with water, due to its non functioning drainage bottle. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor contaminated the connected ventilator's air module with water, due to its non functioning drainage bottle. The service engineer found that the standby valve and the drainage valve malfunctioned. Both parts were replaced and the compressor was returned for clinical use after passed tests. The drainage valve was returned for further inspection. When mounting the returned drainage valve in the reference compressor, the drainage valve operated as expected and the reported issue could not be reproduced. The valve drained water as it should and no moist/water in the compressors air outlet was detected. The drainage valve is part of the system that reduces the amount of moisture in the compressed air. When the damp has condensed, the function of the drainage valve is to open the transport of the water to a drainage bottle. In the start-up sequence, the drainage valve will also release the pressure in the compressor cylinders to have a smoother start of the compressor. A defective drainage valve can also lead to a situation where the compressor is not starting as expected. As the reported issue could not reproduced, the root cause could not be determined.